Manufacturer narrative:
The device has not been returned by the customer. The investigation by cme america is on-going at this time. A supplemental report will be submitted when the investigation results are available.

Event description:
The customer reports, "bodyguard IV pump was infusing. Suddenly began to rapidly infuse for 1-3 seconds, stopped, alarmed and prompted staff with error message to power pump off and restart." There was no patient harm reported. Cme america is conducting an investigation into the occurrence and the cause of the issue.